Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date), d4 (unique identifier (UDI)) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no active sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and convulsions and was unable to self-treat. The customer was provided "3 cans of coca-cola" and glucagon spray for treatment from a non-healthcare professional. The paramedics were then called and the customer was taken to a hospital but no further treatment was rendered. There was no report of death or permanent impairment associated with this event.

Event description:
A "no active sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and convulsions and was unable to self-treat. The customer was provided "3 cans of coca-cola" and glucagon spray for treatment from a non-healthcare professional. The paramedics were then called and the customer was taken to a hospital but no further treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.